Event description:
The case states that the facility noticed debris floating in the endoscope irrigation water bottle. The water bottle is connected to an endogator tubeset where the backflow valve supposedly failed causing foreign matter to get in. This was discovered in the afternoon after multiple patient procedures had been performed. There is potential for patient cross contamination.

Manufacturer narrative:
Medivators sales representative works closely with this facility and returned the tubing used in the procedure to medivators for investigation. Medivators qa examined the returned device and was not able to duplicate the complaint. The tubeset performed according to specification. To date, there have been no reports of patient injury or illness. This potential complaint will continue to be monitored within medivators complaint system.